Event description:
It was reported to medtronic that during a procedure, electrodes were connected, but gave no impedance response. The customer suspected they were broken. Another set of electrodes were used to complete the procedure. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned. Packaging identified the complaint device as: part: 8227410 paired subdermal electrodes with subdermal ground electrode and subdermal stim return, 2 channel lot: 0206842704 the electrodes were measured for resistance from needle to connector using a fluke 21 multimeter. Per specification, end to end ohms must be less than 2.0 ohms. The red paired electrode measured 1.6 ohms and 1.7 ohms. The blue pair measured 1.6 ohms and 13.4 ohms. The 13.4 ohms is an out of tolerance condition. The complaint is confirmed. No patient impact was alleged. The non-functionality of the electrode was discovered when the electrode was connected to the monitor. There were no other complaints in the medtronic complaint database for this lot, indicating this is an isolated manufacturing defect. In the prior 2 year period, there were 15 other complaints alleging electrical problems in the medtronic complaint database for this item number. There were 190,456 units sold during this period. Neither the severity nor the occurrence of this event was greater than expected. Investigation confirms that the electrode did have high resistance, possibly caused by an internal defect in the wire or connector. The exact root cause is unknown, as high resistance can be introduced by mishandling of the wires, but is most likely an isolated manufacturing issue.